Manufacturer narrative:
Following information reported one of the safety side rails (plastic component) detached fully from the safety side rail mechanism. The screws that secured the cover to the side rail assembly had been pull completely out of the cover. There was no indication regarding patient involvement. No injury was reported. Based on the review of post-market surveillance data and results of the device evaluation it may be concluded that the main factor which could lead to the safety side detachment might be excessive force applied to the safety side rail. Although the staff did not provide information regarding circumstances of this issue, the technician noticed that the facility staff was maneuvering and transferring the bed by pulling the side rail. The safety side rails are intended to prevent patients from rolling or falling out of bed, however they should not be pulled over when changing bed position. Based on the information gathered, it may be determined that the way of the device operation can be the most probable cause of the safety side detachment, however it could not be clearly confirmed due to the limited information provided by the facility. To sum up, the side rail cover detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. There was no indication regarding patient involvement. Although no adverse event occurred, the complaint was decided to be reportable based on potential as the safety side rail detached from the citadel plus bed under specific circumstances could pose a risk of the patient fall.

Event description:
Following information reported one of the safety side rails (plastic component) detached fully from the safety side rail mechanism. The screws that secured the cover to the side rail assembly had been pull completely out of the cover. There was no indication regarding patient involvement. No injury was reported.